Event description:
During testing of the baxter likorall 250 es overhead patient lifts in february 2022, the biomedical engineering (bme) staff attached weight and engaged the emergency stop (e-stop). They observed the central suspension point (csp) drifting, which exceeded 50 millimeters (mm). This is violating iso-10535 4.6.1.3, which states "when loaded with the maximum load, the csp or the point of the hoist/body-support unit that moves over the largest distance shall have a vertical stopping distance of not more than 50 mm." Bme worked with baxter, and baxter stated the lifts are compliant with iso-10535, 4.2.5.17, which states electrically operated hoists shall be provided with an emergency stopping device for fulfilling the requirements in iec 60601-1:2005+amd1: 2012+ amd2: 2020, 9.2.4¿ and 4.7.1.1 ¿the rate of lifting or lowering the central suspension point (csp) (reference point on bathtub hoists) shall not exceed 0.15 m/s when loaded." They provided an additional document where they state "as a result of activating the emergency stop, the self-breaking of the electrical motor will shut off which may allow the motor to drift when heavy load is applied. If the emergency stop button is activated during a lift situation and in case of a downward movement, caused by gravity, the patient will be lowered slowly." Drift was observed in february 2023 and february 2024. Upon receiving the letter from baxter, the staff realized the behavior of the lifts can be characterized as inconsistent, and there's an element of unknown with how the lift will behave once the electricity is severed from the motor. This increased the concerns to patient and staff safety while using the lifts, and the bme department in collaboration with safe patient handling & mobility and patient safety decided to lockout the lifts to reduce the likelihood of an adverse event.